Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to try charging at a working outlet for 30 minutes, but this did not resolve the issue. A replacement charging cable and wall adapter were sent, and a new pump with updated software was provided. Training materials were shared with the caller, who acknowledged the instructions. The caller was guided on returning the defective pump, and it was suggested to use an alternative insulin delivery method if the battery depleted before receiving the replacements.